Manufacturer narrative:
Approximate age of device ¿ 1 day. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on the first day post-operation, power spikes were noted. Paroxysmal atrial fibrillation was also noted. The patient's hemodynamics were stable and inotropes were continued. On (B)(6) 2018, red heart alarms and several pump stoppages occurred. The patient underwent a pump exchange on (B)(6) 2018. Upon explant, thrombosis was observed throughout entire pump and to outflow graft. No further information was provided.

Manufacturer narrative:
Manufactures investigation conclusion: evaluation of the returned device, revealed multiple depositions which could have contributed to the reported elevations in power and pump stop events. The pump was returned assembled with the driveline (dl) cut approximately 1 inch from the pump housing, and the distal portion of the driveline was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outflow graft was returned attached to the outflow elbow, and the outflow graft bend relief was returned detached from the device. An additional, severed, portion of the outflow graft was also returned. The bend relief collar was not returned. The outflow elbow was returned attached to the pump¿s outlet port. Examination of the pump revealed depositions of loose, tissue-like, clotted blood within the sealed inflow conduit and sealed outflow conduit. Additionally, depositions of soft, grainy, denatured blood were found extending through the body of the pump, occluding the inlet and outlet stators and surrounding the body of the rotor. Contact marks observed on the tapered section of the pump rotor and the rotor¿s bearing cup indicated that the surrounding deposition was present while the pump was operating. The observed depositions appeared consistent with poor surface washing due to an interruption in flow; however, a specific cause for this period of low flow could not be determined through this evaluation. These depositions could have caused increased drag on the rotor, resulting in an increase in temperature within the pump that could have contributed to the observed denaturation, and could have ultimately contributed to the reported elevations in power and pump stop events. The depositions observed in device were sent to an outside lab for histopathology analysis. All of the depositions were found to be acute clots, comprised predominantly of fibrin and hemorrhage with very rare host cells consistent with macrophages. The clots had variable shapes, ranging from homogeneous material to lamellated or granular material. Within these materials were 3 to 6 micron in diameter elliptical to round thick-walled budding structures consistent with yeast (candida species). The appearance of fungal mats admixed with fibrin and hemorrhage, and very little host cell response, was consistent with the reported history that he clots were present for no more than two days. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.